Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2203905 and 2241089 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, elevated cobalt and chromium levels and difficulty ambulating. (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.